Event description:
It was reported from (B)(6) by the vad coordinator that the power source (battery) changed to the other one earlier than expected. Upon inspection, the battery still had 2 bars left after it switched to other battery. The battery was exchanged with no effects to the patient. Log-files will be sent when the patient comes into the clinic. No further information is available at this time. The investigation is in process.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Battery has not been received

Manufacturer narrative:
Additional information received on 10/26/2015: "unknown how long battery lasted when connected to the controller, pt does not have history of charging batteries before fully depleted, patient has had similar complaints and patient is still well on lvad support, patient is very active and is known for a lot of similar events in the past". Log file analysis: the available log files cover until april 28, 2015. The reported event date is not covered by the available log files. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed that the available log files do not cover the reported event date. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.